Event description:
Caller states a neonate patient received result of 48 mg/dl on the sensor system, and result of 31 mg/dl on the performa system. Patient was treated with oral glucose when the value was less than 47 mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
This event occurred in foreign country. This medwatch report is for the suspect device used in the performa system (lot number 320202, expiration date 05/31/2010).